Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by the customer that the IV kits are producing pain and discomfort. Plastic piece on top of IV is breaking off. Verbatim: complaint via email. Email(s) attached staff is reporting that the IV kits are producing pain and discomfort. Plastic piece on top of IV is breaking off."